Event description:
It was reported that a spectrum pump caused no audio while loading set. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "no sound when set is loaded" was reproduced as fingers and valves not engaging when set is loaded, door is opened or closed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was latch switch not being engaged. The latch switch is required to be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.